Event description:
The rptr stated that she gets the er1 message when she does not have enough blood on the test strip, and never gets blood glucose higher than 200. At the time of contact, she retested with a new test stip and adequate blood and required no treatment change. The procedure for using the confirmation dot on back of the test strip and comparison to the color range on the strip vial was reviewed with her by the lifescan rep during the telephone report.